Manufacturer narrative:
The customer returned their meter with serial number (B)(4). Retention samples of the same lot that customer used were tested on the customer's meter. The results of all measurements fulfill requirements.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on an h232 instrument used in the doctor's office. The initial troponin t quantitative result was between 50-100 ng/l. The patient went to the hospital where the troponin t result was negative. A new sample was obtained by the physician and the result from the laboratory was <0.013 ng/l. No adverse event occurred. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the investigation results, the returned meter (B)(4) can be excluded as the cause of the issue. The patient sample was not provided for further investigation.